Event description:
The customer reported that they received questionable results for two samples from the same patient tested for free thyroxine (ft4). One sample was found to have an erroneous result. The sample initially resulted as 28.2 pmol/l and this value was reported outside of the laboratory to the physician. This initial result did not clinically fit with the patient. The sample was repeated on an abbott system some time in (B)(6) 2012. The exact date of testing was not known. The repeat on the abbott system resulted as 14 pmol/l. The patient was treated with carbimazole based on high ft4 results. Treatment was later stopped based on normal thyrotropin (tsh) values. It is not known if the patient was adversely affected based on treatment with carbimazole. No adverse events were alleged. Details of the treatment are still being determined with the customer. The sample was initially tested on an analytical e module, serial number (B)(4).

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in the (B)(6).

Manufacturer narrative:
The sample was provided by the customer for investigation. The sample was tested for interference to the ruthenium label (ru-label) in the assay. No interfering factor to ru-label was identified.